Event description:
It was reported that the system locked up during a procedure. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was reseated during the service call. The system was tested, found to be working as intended and returned to service.